Event description:
It was reported that a vena cava filter that was implanted six years ago and still remains in the pt, is now thrombosed from the filter into the left leg, which is edematous. It was reported that a planned intervention to use an angiojet to remove the clots was completed. The physician removed clots from the left femoral and iliac arteries. There was an add'l clot cephalad to the filter, the size of a thumbnail. Another vena cava filter was implanted above the existing filter.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for eval, as it remains implanted. Based on the info received, the results are inconclusive and the root cause of the event is unk. The current IFU (instructions for use) states the following: potential complications: caval occlusion. The probability of this occurring should be weighed against the inherent risk/benefit ratio for a pt who is experiencing pulmonary embolism, or who is likely to do so without intervention.